Manufacturer narrative:
This MDR has been created by mistake. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an error in the image generation during procedure. No negative impact in state of health reported.